Event description:
Complainant alleged that during a routine shift check by a clinician, it was observed that the device's cable was loose where it is permanently mated with the handle. The complainant indicated that there was no pt involvement in the reported malfunction.